Event description:
It was reported by service report that the head of the stretcher was broken; the fowler was stuck. It is unk if there was pt involvement or if there are adverse consequences to report.